Manufacturer narrative:
(B)(4). Concomitant medical device: medical products unknown cup, unknown head, unknown stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 08953.

Event description:
It was reported that the patient's left hip was revised due to infection. During the procedure, the femoral head and acetabular liner were removed and replaced. Attempts have been made and additional information on the event is unavailable at this time.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No devices or photos were received; therefore the visual inspection was not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history search and compatibility check were not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.